Event description:
A malfunction was reported with the pump, which triggered an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer had previously reported this issue with the same pump. Technical support resolved the problem by sending a replacement pump with updated software. The customer was informed about the procedures for returning the problematic pump and programming the new pump, and they acknowledged understanding all instructions provided.